Event description:
The physician attempted to deliver an integrity rapid exchange stent to a lesion which was reported to be highly calcified and tortuous. It is reported that the stent was fine prior to use. The device failed to cross the lesion and upon removal stent damage was noted. The device was not implanted in the patient, after further pre dilation another stent was used to treat the lesion. No clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation), patient condition affected effectiveness of the device (patient lesion morphology, highly calcified and tortuous). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology,highly calcified and tortuous). (B)(4).